Manufacturer narrative:
This device is still in service and not available for return at this time.

Event description:
It was reported that this patient had received a shock, however upon further analysis the patient did not receive any inappropriate therapy. The device was however beeping tones and displayed high impedance (hi) code due to an impedance that was high and out of range. The physician elected to keep the device in service and will continue to monitor the patient. No adverse events.